Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If either the meter is returned, lifescan will evaluate it and, if either the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
Pt called lfs and alleged that his meter was prompting a not ok message when powering the meter on. The pt reported that he needed assistance from a non-medical professional. He reported no treatment was received; however, he did take his insulin after attempted use of the meter. Based on the info provided, there is evidence of a meter malfunction; however, there is no evidence that the pt suffered a serious injury. A replacement meter is being sent to the pt.